Manufacturer narrative:
(B)(4). Investigation summary: a labeled winding former and a dispensed needle/suture piece of product code sxpp1b450 were returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected and the suture was observed detached do the stress applied to the strand, present damaged on the surface and stress at the end. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance breakage suture was an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. The suture was broken during continuous suturing. There were no adverse consequences to the patient.